Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that about two weeks after the implant procedure, the patient was feeling a "bumping" in the chest. Follow-up with the physician's office revealed the patient was experiencing extracardiac stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.